Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported her blood glucose levels have been elevated all day and she has not been wearing her infusion device today. Call became disconnected and the pt called back. Pt stated, "my blood sugars are above a grand." She later reported, her blood glucose was "above 1500 mg/dl". Recommended she seek immediate medical treatment. Pt was very agitated during call. Pt reported, an e7 (system alarm) earlier in the day. Pt was aware that all of her accessories are expired. Attempted to reset infusion device for 1/2 cartridge but infusion device would not respond. Advised to go to emergency room or call 911 for medical treatment. Pt reported, blood glucose has never been this elevated. Pt declined to seek medical treatment. Pt reported she has been without insulin all day. Pt's target blood glucose range is 70-120 mg/dl. On call back from pt she stated she has been having elevated blood glucose. Unable to troubleshoot as pt was unwilling to troubleshoot. Pt reported that her blood glucose is elevated and she called 911 prior to the call. Encouraged pt to seek alternative insulin therapy. Pt reported she is aware of other means of insulin therapy. On call back 1 hour and 20 minutes later, the nurse at the hospital was requesting assistance troubleshooting the infusion device. Assisted with removing the batteries and resetting the infusion device. While resetting the infusion device, the nurse received several errors; e2 (low motor battery). Each time she pressed s to clear the errors. Explained the infusion device requires a fresh battery. Nurse reported, the pt was brought to the hospital due to hyperglycemia. She stated the infusion device is not working due to the low battery warning. She stated pt had given herself an undetermined amount of insulin per injection prior to being brought to the hospital via ambulance. She reported the pt's blood glucose was 280 mg/dl on the hospital meter and is being evaluated at this time; no treatment had been received yet. On call back on (B) (6) 2010, pt's husband stated he was following up and requested what pt should do in the meantime. Advised him to seek a healthcare professional's opinion on what pt should do while she is without an infusion device. No product return was requested.